Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the pump was alarming or beeping (started (B)(6)). The patient reported that she had been telling her healthcare professional (hcp) for several months that she was hearing a lot of beeping and not getting any medications dispensed to her and it caused her to have withdrawal and gave her a heart attack. The patient was admitted to the hospital on 2017 (B)(6) with withdrawal symptoms and heart attack. The patient was hospitalized on (B)(6) with opium withdrawal even though she did not take any oral meds other than gabapentin, stomach medication, and blood pressure medication. The patient also stated she had to have a respirator put down her throat because she stopped breathing on 2017 (B)(6). The patient stated the fact that she was in withdrawal and she had no medication going through her body and had a heart attack told her the pump was not working and "I thought it was just because I was throwing up for 3 days". The patient also stated she did not believe the pump was working because she was in serious pain (started (B)(6)). The patient indicated she was doing really well with her pain the last 4 or 5 years up until this occurred. The patient was wondering if there was a recall on the pump. The patient saw a manufacturer's representative (rep) at the hospital and was told there was a recall on the pain pump. The patient stated that they did not determine the reason for the beeping she was hearing and when the patient asked her hcp for something for the pain the patient was told "suffer" and was told to find a new doctor with was closer to her. The hcp wanted the patient to "find someone closer in case this happens again". The patient did not know where her pump was at right now and thought there was "no medication" and she was on a "low dose". The patient stated she was not given a copy of her current dose and concentration info. The day the patient was discharged from the hospital they told her to come over and get her pump refill but the patient did not know what they did and could only remember bits and pieces. At this time the pump was not working and the patient was not getting medication dispensed into her body. They went to fill the pump and there "was not one drop of medication dispensed to me".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 17.6 mg/ml bupivacaine at a dose of 8.79 mg/day and 17.6 mg/ml morphine at a dose of 8.79 mg/day via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that the patient was seen at another hospital and transferred to the hcp's facility with nausea, vomiting and possibly needing the cath lab. The patient's symptoms worsened and the hcp was questioning whether the patient was having drug withdrawal. The symptoms were now delirium, rapid respirations, alkalosis, and the patient was now intubated. The hcp called the nurse at the pain clinic and they suggested contacting the local manufacturer's representative (rep) to interrogate the pump. The patient was due for a refill shortly. No further complications were expected or anticipated.